Manufacturer narrative:
The device was not returned for analysis. Unused sterile devices were returned from the account, which were inspected and functionally tested with no anomalies. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was attempted; however, the "foot didn't function properly." The device was able to be removed without any medical intervention and procedure was completed. Hemostasis was achieved via manual arterial compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.